Event description:
Customer reported in 2006 that 2 pts had received superficial (first degree) burns in connection with follow-up hair removal treatments performed with the lightsheer treatment head.

Manufacturer narrative:
The ce customer engineer determined that the output of the lightsheer treatment head was 15% low out of specification, which would not have caused the reported burns. The ce recalibrated the treatment head. The root cause appears to be the use of treatment parameters that were too aggressive for the reported skin type. The lumenis clinical education dept will contact the customer to provide recommendations for improved treatment technique.